Event description:
A type ii diabetic pt was treated at the emergency room with unknown IV medication. Pt's blood glucose was 220 mg/dl with an unknown hosp lab method. One hour earlier, the suspect device gave a result of 462 mg/dl. The pt took 50 u humulin r in addition to his glucophage medication in response to the suspect device result. When pt felt ill after taking the medication, he suspected that he had taken too much insulin and went to the emergency room.